Event description:
.Sustained fracture of the plate used for intramedullary nailing of the subtrochanteric femur.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested, however, information was not provided on medwatch form supplied. Reported as product problem, synthes is reporting an adverse event. Device name corrected. (B)(4) reported as the serial number is actually the synthes lot number. Device has been received and is in the evaluation process. Age of device corrected. (B)(4).